Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: failure code: aaxc (general seized, jammed, heavy moving) probable cause code: edv (normal wear).

Manufacturer narrative:
This device used for treatment and not diagnosis. This device is an instrument and is not implanted/explanted. Service history: no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 07/10/1998. The device has not been returned for further evaluation. Placeholder.

Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: device failure. Sent in for evaluation and repair. Quick coupling falls apart. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: placeholder.